Manufacturer narrative:
During processing of this complaint, attempts were made to obtain complete event, patient and device information. A search of the complaints was not possible as lot number was not provided. The investigation was based on the user facility information. This report is the final report being submitted by vasorum unless otherwise requested by the FDA. All available information has been placed on file in the customer complaint files of vasorum ltd for appropriate tracking, trending and follow-up.

Event description:
It was reported that the clinician using a celt device attempted to close a puncture but the implant was deployed intravascularly. The clinician elected to retrieve the implant by placing a catheter in the opposite groin and going over the bifurcation of the iliac arteries down into the side where the implant was lodged. He then placed a stent over the celt implant and ballooned the vessel to tack the celt against the wall of the superficial femoral artery. The clinician then closed up the puncture with an angioseal. The patient was subsequently discharged but then returned 4 hours later complaining of a cold leg. The patient was again re-accessed from the opposite side and an angiogram was performed. It was noted that the vessel was occluded due to a fracture of the stent which had been used to cover the celt implant to tack the celt implant against the sfa wall. The clinician concluded that the stent may have fractured because it was used to tack up against the celt. Following this the clinician attempted to close the new access site for this procedure using a celt (of unknown size) and again deployed it intravascularly into the opposite leg of the first intravascular deployment. Manual pressure was used to seal this puncture site. Subsequent follow up indicated that the patient was never hospitalised, that she was (B)(6) and walked into her follow-up office visit with no issues at all.